Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens regional service center (rsc) service technician worked with the customer to perform the following routine maintenance: cleaned the reagent probe (r1) fitting at integrated multisensor technology (imt) tower, flushed out r1 tubing with warm water, replaced the imt sensor and xtubing, conditioned and performed a dilution check. After maintenance was performed, the imt passed calibration and dilcheck and quality control recovered acceptably. The cause of the discordant, falsely depressed sodium results and falsely elevated potassium result is unknown. No other issues have been reported by the customer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on 2 patient samples on a dimension exl 200 instrument. Additionally, a discordant, falsely elevated potassium (k) result was obtained on another patient sample on the same instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument. The repeat results for na were higher than the discordant results, while the repeat result for k was lower than the discordant result. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results and falsely elevated k result.